Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having a toric intraocular lens (iol) implanted, it rotated off axis causing hazy vision. He had another surgery to have the lens repositioned and then it rotated off axis the next day. The lens was exchanged for another model lens 2 weeks later. Additional information was requested.